Manufacturer narrative:
The customer reported that they were experiencing constant clogging of 100% silicone foley catheters, even after inserting new products and after irrigation. No additional information was provided despite attempts to obtain. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Clogging of catheter.